Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: we have had a few complaints come in over the last couple days that this 25g safety glide has the potential of being defective?

Manufacturer narrative:
Investigation summary : since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: we have had a few complaints come in over the last couple days that this 25g safety glide has the potential of being defective.